Event description:
The company representative on behalf of the customer reported, the high definition liquid crystal display (lcd) monitor did not power up. The issue happened during pre-use inspection for an unknown procedure. The procedure was completed with the same device and there was no delay. There were no reports of patient harm associated with the event. During the inspection and testing of the returned device, scratches were found on the screen and the rear panel was cracked.

Manufacturer narrative:
The device was returned to olympus for evaluation. An actual machine check confirmed the customer allegation. The monitor did not power up due to failure if the printed circuit board. Additionally, scratches on the screen and crack on the rear panel was noted. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.